Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip contamination that shorts assay/glucose electrodes. (B)(4).

Event description:
Costumer reported complaint for e-3 error message displayed. The customer stated that the meter is displaying the e-3 after the test strip has been inserted into the meter. The customer educated of e-3 is caused for used test strip, test strip outside of vial too long or sample on top of test strip. The customer's grandmother is calling on behalf of the customer. The customer reported symptoms of feeling sweaty. The product is not stored according to specification, the customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is (B)(6) 2016. During the call on (B)(6) 2016, the customer attempted to retest using a new test strip and the error message appeared again. The customer is on insulin. The meter memory was not reviewed for previous test result history.